Manufacturer narrative:
According to the complainant the device will not be available for investigation as the specific pod involved could not be identified. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 562 mg/dl, with associated ketone levels of 0.4, while wearing the pod between 49 and 71 hours. The adhesive was reportedly not sticking well, and the cannula was observed to be bent and dislodged from the infusion site (leg). The patient had a hypoglycemic episode prior to the reported event. As treatment, a new pod was placed.